Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the sheath was manipulated when trying to get back into the left atrial appendage which may have caused reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was no thrombus or pericardial effusion noted prior to implant of the 25mm amplatzer amulet occluder using a 14f amplatzer torqvue 45x45 delivery sheath. However, it was noted that the pericardial effusion developed by sheath manipulation when trying to get back into the left atrial appendage with the sheath. The pericardial effusion did result in cardiac tamponade. It was also noted that the patient had a sinus rhythm at the start of procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 162 seconds and max act level of 289 seconds. On (B)(6) 2023, an electrocardiogram detected an occurrence of atrial fibrillation with rapid ventricular response. The decision was made to administered the patient amiodarone and lopressor, but was unsuccessful at treating the patient. The patient was cardioverted to normal sinus rhythm on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. The patients left atrial appendage (laa) measurements were as followed: laa orifice - 30mm (0' deg), 30mm (45 deg), 29mm (90 deg), 30mm (135 deg); landing zone - 25mm (0' deg), 17-25mm (45 deg), 16mm (90 deg), 21mm (135 deg); and laa depth- 38mm (0' deg), 32mm (45 deg), 26mm (90 deg), 22mm (135 deg). There was no baseline effusion noted. During procedure, the patient's activated clotting time level was 298 seconds and heparin was administered. It was reported the patient had a prominent pulmonary vein (pv) ridge that made sheath manipulation difficult to maneuver into the laa. It was reported a wire and pigtail catheter were inserted to assist the delivery sheath back into the laa. There was no report of the device ever being completely retracted into the delivery system. It was reported 1-2 hours post-procedure, the patient developed pericardial effusion that led to cardiac tamponade. A decision was made to perform a pericardiocentesis. The patient status was stable and discharged on (B)(6) 2023.